Event description:
It was reported that while using the surgical fiber during a prostate procedure, the system shut down; when the system was restarted, a "fiber expired" message was received. The case was completed using an alternate procedure (bipolar turp). Patient outcome: "ok." - there was no injury reported.

Manufacturer narrative:
(B)(4). Failure analysis for fiber 0010-2400-617a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.